Event description:
It was reported that the patient was not getting an adequate stimulation coverage. It was noted that the patients lead migrated and the clik anchor was popping loose. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads and clik anchor were discarded by the physician.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7076491. Product family: scs-lead fixation: upn: m365sc43180. Model: sc-4318. Batch: 26287582.